Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The pump passed all validation tests and has been calibrated. The software was updated to v1.6.5. Pump was reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a travel coarse error. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.